Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data shows an increase for minimum and maximum left ventricular pacing of 583 to 16382 ohms peak between (B)(6) 2012.

Event description:
It was reported that the left ventricular lead had high impedance. An x-ray confirmed a fracture in the pocket. The lead was replaced. No patient complications have been reported as a result of this event.